Manufacturer narrative:
The investigation has been completed. The automated impella controller logs showed the console showing that shutdown was requested by the user but the pump was connected. It was confirmed from the real time logs that the pump was disconnected since all of the pump signals dropped to 0. However, the presence of the log entry shoed that the aic reporting the pump as connected. The fist instance of the impella defective alarm was issued due to attempts of calibration for the then disconnected pump (but reported as connected). Returned device analysis showed impellatronics pump disconnect detection criteria dictates and operation for three signals. Faulty varistors on the impellatronics board have been known to lead to the criteria not being met by one of the signals causing the inability of the console to register the pump as connected. Switching out the defective impellatronics board with one known to work well confirmed and isolated the defect to the impellatronics board. The cause of the complaint was a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error yellow alarm, which was resolved by emergency shutdown. The controller was not connected to a pump at the time of the reported event. No patient was involved.